Event description:
It was reported an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagostic procedure (interventional radiology). Reportedly, the device was difficult to remove from the anatomy. An attempt to remove the device with the aid of the device release mechanism in accordance with the instructions for use was unsuccessful. The device was removed with counter traction and assertive pull. Once the device was outside of the anatomy the locator wings remained open. It was also noted that one of the locator wings was bent which could have caught on the subcutaneous tissue. Hemostasis was achieved using manual arterial compression. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The condition of the returned device confirmed the reported difficult removal after clip deployment and the observed bent vessel locator wings. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, an attempt to remove the device with the aid of the release mechanism was unsuccessful. The starclose instructions for use provides the method for removal when resistance is met after clip deployment. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.